Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys troponin t hs assay on a cobas e 801 module. Patient 1: initial result: 342 pg/ml. A new sample was drawn and tested, and the results on both lines were 15 pg/ml, prompting the repeat of the original sample on both lines. Repeat results: 13.0 pg/ml. Allegedly, the physician was informed about the repeat results. Patient 2 and patient 3 were tested on (B)(6) 2026: patient 2: initial result: 3.2 pg/ml. Repeat result: 13.2 pg/ml. Patient 3: initial result: 8.5 pg/ml. Repeat result: 4.3 pg/ml.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
In the initial medwatch, the statement in b5 describe event or problem should have been: "a new sample was drawn and tested, and the result on the other line was 14 pg/ml, prompting the repeat of the original sample twice. The repeat results were 13.0 pg/ml and 14.8 pg/ml." Instead of: "a new sample was drawn and tested, and the results on both lines were 15 pg/ml, prompting the repeat of the original sample on both lines. Repeat results: 13.0 pg/ml." No relevant alarms occurred. The customer and service maintenance were completed according to the specifications. The precision analysis provided showed that the assay was running well within precision and did not demonstrate a reagent or general hardware issue. While the sample ID was not provided in the image, a general analysis of the sample foam detection image review showed that some samples had a thin film or bubble on the sample surface. A general reagent or analyzer problem can be excluded since the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.